Event description:
It was reported that the immediate battery charge on the device dropped by 30% in a short period of time, although the issue did not result in an unexpected shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method for insulin therapy.